Event description:
The following has been reported: broken pump. A preliminary review of the device log files identified processor hardware failure (power processor). The device was returned for evaluation. When the device was returned, a mock infusion was performed with no errors. Log files indicate sensor hardware failure (set ID sensor). Performed set ID admin test and unit failed. Investigation also found the vr coupler was not engaging properly. The frm flex is found to be damaged. The set ID and frm flex cable will be removed and replaced during the repair process before being sent to the test line for full functional testing. Reporting as a conservative measure due to the set ID issue identified during investigation. No adverse effects were reported.